Event description:
While using a byte day aligners, patient reported that they were seen for a routine examine. It was found that the lower anteriors demonstrated horizontal bone loss and widening of the pdl of #24 and #25. Dentist recommended that patient pause orthodontic treatment and referred them to a periodontal specialist to determine the best way to proceed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.